Event description:
A problem was reported. During a pump replacement procedure it was noted the catheter showed no csf back flow. Company representative reported asking the hcp if they wanted to replace the catheter and the answer was no. There were no patient symptoms/injuries related to this event. System used to deliver baclofen, bupivicaine, sufentanil and prialt if additional information becomes available, a report will be provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).